Event description:
It was reported that balloon rupture occurred. A 95% stenosed target location was located in the moderately tortuous and severely calcified right coronary artery. A 3.25mmx8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.